Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use, the cuff did not inflate. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). One sample was received for evaluation, a visual inspection was performed and it was observed all the components are assembled properly at the tube and no damaged was observed in the suction line neither in the inflation line, an inflation/deflation test was performed and it was noticed the cuff held the air, the cuff was left inflated 2 hours and after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed.no failure mode was observed in the received sample, additionally all manufacturing controls were found acceptable and effective to detect the reported failure mode.